Event description:
It was reported that the 6800 system would not boot up. Another system was used to do cases. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified need to reseat the interface pcb. Reseated all pcbs in the workstation. The system was tested and found to be working as intended, and placed back into service.